Event description:
The customer states the patient used the sleeve for 7 days and did not remove it to take a shower. After seven days, the patient had a rash and was prescribed an oral antibiotic. The patient had no other issues and did not prolong hospital stay.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, an updated investigation will be provided

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A photo was received for evaluation. The photo showed a patient¿s leg with skin irritation. A possible root cause can be due to rough sleeve material or the patient was allergic to the material of the sleeve. The scd sleeves are submitted to cytotoxicity testing and the sleeves tested within specification. The sleeve was used for seven days and was not removed to shower. Per the instructions for use, this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection or product failure risks to the patient. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations.